Manufacturer narrative:
A ge rep contacted the customer and advised them to reseat circuit boards and the single board computer. No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported that the system would not boot up. No pt injury was reported.